Manufacturer narrative:
Other applicable components are: product ID 377760, lot# v001305, implanted: (B)(6) 2006, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported that a week or so after implanted the "little wire" had curled and "popped out." The consumer stated it was almost at the pant line, but wasn't catching on things. It was confirmed it was still under the skin, but was sticking out more. The manufacturer's representative (rep) looked at it and said it would be okay as long as it didn't bother them and stated the healthcare provider (hcp) "should have done it tighter." As of (B)(6) 2016 the issue was still present, but wasn't bothering them so they didn't plan to take further action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.